Event description:
A report was received that the patient¿s battery was not working appropriately and was not charging correctly. The physician suspected device malfunction. The patient underwent an ipg replacement procedure. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
Sc-1110 (sn (B)(4)) device evaluation indicated that the ipg passed visual, performance and photographic imaging tests performed. The complaint regarding charging issue was not verified. In the lab, the ipg was successfully charged to full capacity (4.03 volts) in one cycle. This result attested that the device was capable of being charged fully under a proper charging method. The charge profile data showed that the charging attempts at the patient site had not been optimal with unknown reasons. The device exhibited normal device characteristics.

Event description:
A report was received that the patient¿s battery was not working appropriately and was not charging correctly. The physician suspected device malfunction. The patient underwent an ipg replacement procedure. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
(B)(4)